Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly developed an infection at the implant site. The recipient's device was explanted.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence has been performed to attempt to gather additional information on treatment, however, it was unsuccessful. It was reported that the recipient infection has been resolved. The external visual inspection of the device revealed severe tool marks on both top and bottom covers, and the electrode was severed at the electrode ground ring region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical tests performed. The residual gas analysis resulted in a nitrogen level above the limit. The scanning electron microscopy analysis revealed a hole on the seam weld. The device was explanted for medical reasons. The device passed the electrical tests performed. However, this device had nitrogen that exceeded the limit. Based on an assessment of the helium leak test data, it is believed that this device was non-hermetic, and that the root cause of the excessive nitrogen was a leak through a hole in the seam weld believed to be induced during explant surgery. Due to the presence of moisture getter, no signs of moisture were observed. This is the final report.